Manufacturer narrative:
.

Event description:
The patient, who had a pump implanted for neuropathy in his feet, reported having trouble walking for the last 3-4 weeks. He stated, he missed his last refill date and in the last four hours had a return of pain symptoms. He stated, that his neuropathy had recently moved to his hands. He had no bowel symptoms. The patient reported that the hcp was aware of his symptoms and that a study (date not reported) had been done and no problem was found. The patient reported, that the pump was infusing dilaudid. The concentration and daily dose was not specified. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.